Event description:
It was reported that a patient underwent a c-section surgery on an unknown date suture was used. Post-op, the doctor sutured the patient's wound after surgery. On (B)(6) 2025 and after one month, the patient's wound had healed and the suture was not absorbed. The doctor used tweezers to pinch out the suture, and the patient's wound was not swollen or red. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: were there any patient consequences? Please confirm the date of the procedure and the date it was observed that the suture was not being observed (window of time)? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.